Manufacturer narrative:
(B)(4)-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to renal (e.g., artery occlusion, contrast toxicity, insufficiency, failure).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2014, the patient presented with acute renal insufficiency. The physician believes the cause is from contrast nephropathy or embolus. The patient was treated with fluids and monitored; when the renal function improved, the patient was discharged to home.